Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sideport tubing was no longer attached to the hemostasis body. No other visual anomalies were noted. The proximal end of the sideport tubing was microscopically inspected. A small amount of adhesive was noted on the sideport tubing at the location where the hemostasis body met the tubing. No tearing or stretching of the tubing was noted. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.

Manufacturer narrative:
The method, results and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
At the end of a procedure the sideport of the introducer became detached and blood leakage was noted. The procedure was already completed so the case was completed without replacing the device. There were no adverse consequences to the patient.